Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two used samples and 28 new samples were received for the evaluation. The two used samples were not leaking at the connection between cross spike and tubing line. One sample of the 28 new was found with leaking between tubing line and cross spike. As part of continuous improvements, a formal investigation (CAPA) has been opened. The root cause and the action plan will be documented through formal investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding sets were leaking at the junction of the feeding bag and the spike set.